Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical study patient ID: (B)(6). It was reported that a navitor 27mm valve was implanted on (B)(6) 2022. The implant depth was distance from ncc to ventricular end of the frame = 3.0mm; distance from the lcc to ventricular end of the frame = 2.0mm; mean stent protrusion into lvot = 2.5mm. There was no calcification extending beneath aortic annular plane in the interventricular septum. On (B)(6) 2022, the patient developed atrial fibrillation from unknown etiology. The patient did not have atrial fibrillation prior to the procedure. Anticoagulation (rivaroxaban) was initiated. On (B)(6) 2022, the patient was discharged home in stable condition.